Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited rise in high voltage lead impedance. No further information was reported.

Event description:
New information states that the rise in high voltage lead impedance was probably noted via remote transmission. The patient was asymptomatic.

Event description:
New information states that the lead is implanted and will continue to be monitored.